Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had suction issues with the purewick urine collection system, and they questioned how the purewick female external catheter should be positioned. The liberator representative explained that the purewick catheter needed to go over the top across the stomach, and sitting on the purewick tubing could reduce the suction. The patient would be going to try the correct method. It was noted that the patient had been using the purewick products for less than 90 days. Per follow-up information received on 24feb2022, it was stated that the patient was no longer using the purewick female external catheter because the patient did not understand how to use it properly. The customer stated that patient was (B)(6) and was unable to understand how to use the purewick. The user was not interested in troubleshooting, or placement tips. The patient would only be interested in a field representative demonstrating correct usage at their home.

Event description:
It was reported that the patient was having issues with the suction of the purewick urine collection system and questioned how the purewick female external catheter should be positioned. The liberator representative explained that the purewick catheter needed to go over the top across the stomach and sitting on the purewick tubing could reduce the suction. The patient would be going to try the correct method. It was noted that the patient had been using the purewick products less than 90 days. Per follow up received on 24feb2022, it was stated that the patient was no longer using the purewick female external catheter because patient did not understand how to use it properly. Customer stated that patient was 91 years old and was unable to understand how to use the purewick . The user was not interested in troubleshooting, or placement tips. The patient would only be interested in a field representative demonstrating correct usage at their home.

Manufacturer narrative:
Upon further review, bd has determined that the event is cascading and was previously reported in error. The device was not returned.